Event description:
New information notes that a variability in hv lead impedance continues to be observed. Programming changes were made. Patient condition was good.

Event description:
It was reported that during follow-up on the device, variations in high voltage lead impedance was observed. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.